Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Health effect - clinical code (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two 560cc mentor smooth round high profile saline breast prostheses, suffered several unexplained systemic symptoms, including fatigue, pain, migraines, fevers, limb numbness and tingling, neuropathy, brain fog, dry skin, dry eyes, rash, weight gain, easy bruising, temperature intolerance, low libido, ringing in ears, heart palpitations, shortness of breath, metallic taste in mouth, tender lymph nodes, foul body odor, muscle twitching vertigo, dehydration, frequent urination, swelling around eyes, digestive issues, inflammation, mood swings, anxiety, suicidal thoughts, depression, low vitamin d. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.